Manufacturer narrative:
Additional information received indicated that there was no reported difficulty removing the product from the hoop or any difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. No additional information was available. Amended cc: during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 10 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. Leakage of contrast was observed. The bc was delivered for pre-dilation. The product was successfully removed from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified and not tortuous. The lesion was accessed using a non-cordis guidewire. Additional information received indicated that there was no reported difficulty removing the product from the hoop or any difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. No additional information was available. The product was not returned for analysis. A device history record (DHR) review of lot 17061542 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 10 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. Leakage of contrast was observed. The bc was delivered for pre-dilation. The product was successfully removed from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified and not tortuous. The lesion was accessed using a non-cordis guidewire. Multiple attempts to obtain additional information have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17061542 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17061542 revealed no anomalies during the manufacturing and inspection processes. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 10 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. Leakage of contrast was observed. The bc was delivered for pre-dilation. The product was successfully removed from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified and not tortuous. The lesion was accessed using a non-cordis guidewire. Additional information has been requested.